Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
A consumer reported that one side quit working in 2012, and that the battery was using more juice than before. The caller believes the issue was with the left side, and that the issue was surgically fixed with no current issues reported. The patient is to have their implant checked by the healthcare professional (hcp). No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.